Manufacturer narrative:
(B)(4). Batch # 763a33. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with the articulation lever damaged, no returned and also a tr45g reload loaded in the device. The reload was received partially fired 1/10 and with the lockout spring normal. During the mechanical testing it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as on what caused the firing mechanism to fail. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. It should be noted that attempting to force the articulation lever beyond its stop in either direction will result in damage to the instrument. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 763a33, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy they went to clamp down on tissue and heard a loud crack. The device would not fire. A new device was used to complete the case with no patient consequences.